Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss from tube from pump to cylinder was cut the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Event description:
It was reported that due to fluid loss from tube from pump to cylinder was cut the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Manufacturer narrative:
This report is a duplicate event and is reported under 10798711 and the analysis will be submitted after completion under 11046662.